Event description:
It was reported that the physician received an error message while interrogating the patient's device. The error message stated that the programmed current was possibly not being delivered at the specified level "possibly limited by battery voltage, lead impedance or other reason". Diagnostics were not performed during this appointment and the patient has not been seen by the physician since the reported event. Attempts for additional have been unsuccessful to date.

Event description:
Additional programming history, downloaded from the physician's handheld was received and reviewed. The only diagnostic test results available were from the date of implant, (B)(6) 2009 and revealed normal device function at the time. The data available ((B)(6) 2009 - (B)(6) 2011) was inserted into the generator decoder spreadsheet. It was noted that the device output current was increased from 3/30/500/30/5 to 3.25/30/500/30/5 on (B)(6) 2011. The next interrogation took place on (B)(6) 2011 and review of the diagpeakcurrent on the decoder spreadsheet indicates that the output current being delivered was 3.0ma where the programmed current was 3.25ma. The data from the last 24hr impedance measurement indicates that the impedance was within normal limits at 2653ohms at the time. There were no diagnostic tests performed on (B)(6) 2011, nor were there any setting changes attempted. Similarly, upon interrogation on (B)(6) 2011, it was again noted that the current being delivered was 3.0ma, whereas the programmed output current was 3.25 ma. The impedance in october was 2490 ohms. Review of the generator source code indicates fluctuating impedance in the system is not likely a cause of the pulse generator's inability to deliver the higher programmed output current setting. Although lower than expected, the data indicates that the generator appears to be consistently delivering a certain amount of output current. The generator remains implanted in the patient, and no patient adverse events have been reported. The device history record was reviewed for model 103, (B)(4). The generator was manufactured in (B)(6) 2009. All lines were signed off indicating the device passed all inspections prior to shipment. There were no unresolved ncrs. The device passed all functional and electrical testing.

Manufacturer narrative:
Analysis of programming history. Review of the generator source code indicates fluctuating impedance in the system is not likely a cause of the pulse generator's inability to deliver the higher programmed output current setting.

Event description:
It was reported that the patient had also experienced an increase in seizures that began around the time the error noted by the physician.